Event description:
Ous MDR - after an implantation time of about 4 months, oversensing due to subclavian crush was reported. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.